Event description:
The reporter stated after the surgeon inserted the cc4204a single piece collamer lens, he noted it was split . The lens was removed without enlarging the incision and another same model lens was implanted without any patient injury.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens with aspheric. Patient (B)(4) - no consequences or impact to patient. Device (B)(4) - lens (iol), torn, split, cracked. Evaluation: method - lens work order search. Results: visual inspection of the returned lens showed half of the lens was torn off and missing, the optic and the haptic were torn and a piece of the haptic was torn off and missing. A lens work order search was performed and there were no similar complaints found within the work order. Conclusion (unable to confirm): based on the complaint history, work order search and product evaluation, we were unable to determine a specific root cause of the event. (B)(4).